Event description:
The manufacturer received information alleging that a trilogy evo o2 japan device generated a ventilator service required alarm during circuit replacement prior to patient use. There was no patient involvement, and no harm or injury was reported. The device was evaluated at the manufacturer's service center. The reported ventilator service required alarm could not be duplicated during operational testing. However, review of the error log confirmed a service required code indicating the o2 proportional valve remained open or closed. Based on the evaluation, the reported issue was attributed to a failure of the proportional valve within the oxygen blending module (obm) sub-assembly. The obm sub-assembly was replaced to resolve the issue. Additional service activities unrelated to the reported malfunction included final testing, battery check, valve check, run-in testing, and cleaning. The device was confirmed to operate properly following service. In addition, the software was upgraded from version 1.06.10.00.3 to version 1.06.15.00.

Manufacturer narrative:
The reported failure of the proportional valve within the oxygen blending module (obm) sub-assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.